Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 21023074.

Event description:
It was reported that the patient had signs of infection at the implantable pulse generator (ipg) site. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and was referred to an infectious disease doctor. All device components were removed and kept by the medical facility.